Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a complete lead was returned in one piece measuring 46.2cm. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 11.3cm to 11.5cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.